Event description:
The customer stated that she had a blood glucose level of 425 mg/dl, and that she was lethargic, had a headache, and was vomiting. She went to the hospital and received an IV of saline solution, and anti-nausea medicine. She was at the hospital for 4 hours. The pod was discarded.

Manufacturer narrative:
The device was discarded and is not available for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."